Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a issue of charging indicator not reflecting. There was no patient involvement no one was harmed on site. A getinge field service engineer after checking the unit found that, battery pack get defectives so it need to be replace.no further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is dr. (B)(6) health found. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported during a routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) charging indicator was not reflecting. No patient involved.

Manufacturer narrative:
UDI related data quality updates onl. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).